Event description:
A surgeon reported performing an intraocular lens (iol) exchange two months after initial implant surgery due to dysphotopsia (glare). The patient is doing well following the lens exchange. Symptoms have resolved and patient's current visual acuity is 20/20.